Event description:
It was reported that the lead had perforated during an implant. The physician repositioned the lead and completed the implant.

Manufacturer narrative:
No medwatch form was received.